Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched which prevented the helix from properly turning due to distortion of the distal conductor within the connector.

Event description:
It was reported that during implant attempt, the screw mechanism failed to work after the third repositioning. The deployment of the screw was sluggish ever since first attempt. The lead was not used. No patient complications have been reported as a result of this event.